Event description:
It was reported the pt had lost thirty pounds and the lead tails were coming to the surface of the pt's skin. On (B)(6) 2012, the doctor re-tunneled and buried the lead. The pt is doing better and is scheduled for a f/u visit on a later date.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.